Manufacturer narrative:
One device was received. Per visual inspection, ripped air detector gasket. The back panel has a broken screw insert. A tie wrap has been cut and is loosely sitting inside of device. There is damage to the air detector ground wire, it has been spliced together with one length not being the original green/yellow ground wire and is not fully secured to the left support plate. The 2 screws holding on the metal locking latch for the air detector door have been removed and replaced with screws from inside the device meant to help secure the right support plate, wrong screws used in their place. The user interface (part on air detector with the display led's) has a broken ribbon connection due to physical damage. Most screws are in incorrect places, some are missing and 1 of the 3 ties wraps securing the wires in the air detector is missing. The 4 screws securing the solenoid bracket to the front cover have been removed and are missing, causing the whole assembly to be loose and mobile. The sensors wires are routed wrong. The air detector has basically been removed, disassembled incorrectly, and reassembled incorrectly. These are all examples of customer damage. The ripped air detector gasket is wedged in between the air detector and enclosure near the filter block, causing a wider gap between the two preventing the filter block microswitch from being depressed fully when the filter is seated, which is activating the disposables alarm. The bottom standoff for the pcb that is part of the enclosure is broken off. During the investigation it was determined that customer damage to the air detector caused the reported issues. The bottom sensor, filter block microswitch, was activating the disposable alarm because the damaged air detector gasket caused a gap between the enclosure and air detector not allowing the microswitch to be fully engaged. The broken door issue was caused by the customer removing screws that hold the metal locking latch on. The device passed tests after repairs were performed.

Event description:
It was reported that the bottom of the unit was having issues with the sensor alarming, and the door to the access tubing air detector/clamp was broken. The issue was found during testing. There was no patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.